Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose meter said it was high. The contact declined to provide further information regarding the event. Although requested, additional information was not provided.